Event description:
The customer reported they are experiencing low spo2 values without any reason. No patient impact or consequences were reported as part of this complaint.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: it was reported the device was received at a masimo international facility. Additional information was obtained that during shipping the device was lost by the third party shipping company. Since the product involved in this event will not be returned to the investigational facility, an analysis could not be performed., corrected data: d10 device available for evaluation updated from "yes, (B)(6) 2021" to "no". H3 device evaluated by manufacturer updated from "no, device evaluation anticipated, but not yet begun" to "other reason for non evaluation" h3 other text : device not received at investigation facility.

Manufacturer narrative:
Additional manufacturing narrative: the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing.  During simulation testing, the sensor passed manual and preset conditions and provided accurate measurements. The sensor was determined to be functioning as designed.

Event description:
The customer reported they are experiencing low spo2 values without any reason. No patient impact or consequences were reported as part of this complaint.

Manufacturer narrative:
Additional manufacuring narrative: the product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported they are experiencing low spo2 values without any reason. No patient impact or consequences were reported as part of this complaint.